Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during the case, staff noticed that the heatshrink was starting to melt and peel away from the blade. Staff were cleaning the device with a wet lap regularly. The settings were 6 and 8. Staff completely removed the heatshrink and continued with the case. The peeling was not as severe on the second handpiece, so staff completed the case with the second handpiece and same generator and left the heatshrink attached. Investigation conclusion: the reported issue was confirmed. The heatshrink has completely detached from device #1 and was not returned (customer stated explicitly that it was removed by staff intentionally). If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, staff reported that the heatshrink on the plasmablade device was starting to melt and peel away from the blade, therefore staff completely removed the heatshrink from the device tip. There was no patient injury.